Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device and two photos were returned for investigation. The photos showed damaged components in the complaint sample. Visual inspection found that the pilot valve was damaged. The complaint was confirmed. Based on the analysis conducted in the sample provided, the pilot valve presents a damage. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. No lot number was provided therefore the device history report (DHR) review could not be performed. No corrective action is required because the failure mode reported could not be reproduced using the tools from assembly and packaging process inside of the manufacturing facility.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the device had a damaged/cracked connector. Adverse effects have not been reported.